Manufacturer narrative:
A lumenis service engineer visited the site two days after the reported event, and upon inspection of the laser system had determined that the blast shield as well as the fiber focus assembly needed to be replaced. The service engineer had also confirmed that facility did not have a spare blast shield. Both the blast shield and fiber focus had been replaced, and the system was tested, found to be running successfully, and the laser was returned to the facility. The service engineer had also confirmed that the procedure was successfully completed on (B)(6) after the repair. A review of subject labeling, (0637-117-01_k - vpps operator manual) revealed in the troubleshooting section what to do in cases of 'no laser power' or 'inadequate or no aiming beam": no laser power: probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. Inadequate or no aiming beam: probable cause: the delivery system optical fiber is defective. Suggestion: replace the delivery system. Probable cause: the debris shield is damaged. Suggestion: inspect and, if necessary, replace the debris shield as instructed in the "user maintenance" section of this manual. Rather than inspect the delivery system and debris shield as instructed in the um, the facility continued working with the system until the laser burned a hole through the debris shield subsequently burning the fiber focus assembly. Blast shields are user replaceable parts, and when a user changes a blast shield it may enable resuming the operation. The operator manual instructs the user about the proper use of the system and components, and the system should be used by a professional user. Although lumenis acknowledges that there may have been a malfunction with the laser fiber which caused the blast shield to burn, based on the information above, lumenis concluded that device operator's failure to follow subject device IFU to be the probable cause of the reported event. Although the user facility cancelled the procedure and successfully completed it two days later. Lumenis believes that subjecting a patient to another round of anesthesia carries inherent risks, thus lumenis is reporting this as an adverse event.

Event description:
A foreign user facility reported that during a retrograde intrarenal surgery in which a lumenis versapulse powersuite 100 w was being utilized, abnormal sound was observed coming from the laser. Although the surgery was reported to be 'almost complete, with only a few stones left', the procedure was stopped and postponed until after the machine was repaired. No report of injury was received, and the device malfunction did not cause or contribute to any change in the patient's condition.